Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a crack on right plunger case (on the side). No damage on top case. Bottom case is cracked by left bracket screws. Unable to duplicate the customers reported issues. The pump operates as intended. The root cause of the reported issues were not determined. No problems found. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Performed power up process and all functional testing on the device which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that auxiliary control unit watchdog and primary alarm events occurred. No patient injury reported.